Event description:
A patient reported they were uncomfortable with the one touch ultra strips. The patient stated that the strips "felt rough" and that some would prompt the "error 2" message on meter when inserted. Patient also stated that the "black coating seems to peel off". Patient reported no symptoms. The result on their meter was "140 or 150 something", and 149 mg/dl. No treatment reported. No further information has been reported.